Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's relative reported via phone call, the customer was hospitalized twice in two weeks for high blood glucose. It's the caller's belief the device wasn't working. Customer got on the line and reported he was hospitalized for high blood glucose of 780 mg/dl, current was 150 mg/dl. He was treated with IV and insulin drip. Customer symptoms were vomiting, low grade fever, and uncontrolled high blood glucose. Second hospitalization occurred on (B)(6) 2015, his blood glucose was 540 mg/dl. He was treated with IV and insulin subcutaneously. Customer was wearing the device at the time. Both times he was diagnosed with diabetic ketoacidosis. Troubleshooting was performed on the insulin pump and it was found customer changed the site ever four to five days instead of the two or day use. The insulin pump was behind an hour. No delivery alarm occurred while customer was in the hospital. High pressure test was performed and the device passed. Customer requested the device to be replaced and...